Event description:
It was reported that during a laparoscopic hernia repair procedure, gas started leaking half way through the procedure. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).